Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced gastrointestinal (gi) bleed. Systemic heparin was removed from purge solution due to the reported issue. Subsequently, impella was successfully weaned and explanted and the patient survived the procedure.